Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the mdu damaged the hand piece cable. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During the evaluation, a morcellator was installed and was run at various speeds without noise or cable damage. The device performed according to specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.